Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the retuned device was examined under magnification and the complaint condition was able to be confirmed as there were chip marks along the distal tips of the instrument. No definitive root cause was able to be determined. The distal tips of the crimper were nicked/chipped/gouged in a manner consistent with 14+ years of use. The cable crimper is an instrument routinely used in the orthopaedic cable system. The retuned device was examined under magnification and the complaint condition was able to be confirmed. The distal tips of the crimper were nicked/chipped/gouged in a manner consistent with 14+ years of use. The balance of the returned device is in otherwise fairly worn condition consistent with its advanced age. The relevant drawings for the instrument were reviewed: top-level. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified with the lots numbers that may have contributed to the complaint condition. No definitive root cause was able to be determined. The distal tips of the crimper were nicked/chipped/gouged in a manner consistent with 14+ years of use. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: a pair of pliers was used to complete the procedure.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Release to warehouse date: november 15, 2001. Supplier- pioneer surgical technology. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a surgical procedure as the surgeon was attempting to crimp the cable, the crimper broke. A piece of the device chipped off and landed in the top of the surgical field. The chip was easily removed and the surgery was delayed by less than five minutes and finished as planned with reportedly no impact to the patient. There was reportedly no additional medical intervention being required. The patient status was reported as fine at the end of surgery. This is report 1 of 1 for (B)(4).